Event description:
It was reported that during a total laparoscopic hysterectomy using the device, the needle broke when they were about to close the incision, and a component of the device fell into the cavity of the patient. An x-ray was performed to locate the component. The needle was retrieved using surgical scissors. The procedure was concluded by performing a vaginal suture.

Manufacturer narrative:
D10 concomitant product: 173016, 173016 endo stitch instrument (lot#j4f3749ey). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device and three photos were available for evaluation. Visual inspection noted that the needle was returned loaded in an instrument and was removed for further inspection. One half of the needle was returned. The needle was returned broken at the swage. No suture was returned with the needle. Since the needle was returned broken functional testing could not be performed on the returned sample. It was reported that the needle broke. The reported issue was confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.